Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) exhibited a display anomaly at the top right corner. It was also noted that the ventricular output connector was broken and hanger was broken. It was further reported that keypad surface was compromised and lower case was contaminated. Additionally, it was noted that the both output connector nuts are discolored. The instrument was returned unrepaired due to the expiration of service life. Correction: b3: date of event g3. Original date MFR rec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) exhibited a display anomaly at the top right corner. There was no patient in volvement.